Manufacturer narrative:
Customer name: the director (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed - the nozzle was found to have no air/water flow, foreign material was found in the nozzle due to insufficient cleaning and the scope was insufficiently or incorrectly reprocessed and used for the next procedure. Additional evaluation findings are as follows: 1.) Low angulation; 2.) "Free play" during angulation; 3.) Control unit found dirty; 4.) Right/left knob noted dirty; 5.) Scratch noted on objective lens; 6.) Light guide lens noted scratched; 7.)chip noted on adhesive of bending section cover; 8.) Distal end cover shaved; 9.) Scratch on connecting tube noted; 10.) Dent noted on grip; 11.) Air/water cylinder noted shaved; 12.) Suction cylinder noted shaved; 13.) Buckling and scratch of universal cord noted; 14.) Due to wear of angle wire, bending angle in up/left/right directions no in specification; 15.) Due to wear of angle wire, the play of up/down and right/left knob found out of specification; 16.) Due to deformation of the up/down knob, a lever rotated concurrently. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had an air/water channel block and the device was returned to olympus for repair. Upon inspection and testing of the returned device, foreign material was found in the nozzle and deemed present due to insufficient cleaning; it was determined the scope was insufficiently or incorrectly reprocessed and used for the next procedure. This report is submitted due to the finding that foreign material was found in the nozzle due to insufficient cleaning and the scope was insufficiently or incorrectly reprocessed and used for the next procedure. There were no reports of patient harm associated with this event

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b3 (inadvertently left off the initial report). The customer confirmed precleaning could not be fully performed due to the clogging, therefore, partial or inadequate reprocessing was performed before the device was sent to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the nozzle and air/water channel were clogged with foreign material from the patient/procedure. The foreign material was unable to be identified. The root cause was unable to be determined for the dirty control section and the up/down and right/left angulation control knobs. The event can be prevented by following the instructions for use: "detection way is included in operation manual chapter 3 preparation and inspection. Preventive measures are included in reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.